Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the dbs implant procedure, one of the screw threads from the burr hole cover system was discovered broken after the screws were tightened using the driver. Reportedly, the original burr hole cover was replaced with a new one and the case completed without any further incidents.